Event description:
The manufacturer received information alleging a patient with a remstar pro c-flex+ has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. The remstar pro c-flex+ device was returned to the third-party service center for evaluation. Components were only replaced as part of maintenance of the device. The device was returned repaired. The customer's complaint was not addressed. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. A final report is being submitted. If any additional information is received, a supplemental report will be filed.